Event description:
Description of event: it was reported that during a laparoscopic cholecystectomy procedure, a leak was identified at the site of the clip applied to the cystic duct using the endoclip iii 5mm applier. Imaging confirmed the presence of the leak. The patient was alive with an injury following the event. No patient complications have been reported as a result of this event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).